Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number-2017865-2020-09475. Related manufacturer reference number-2017865-2020-09476. Related manufacturer reference number-2017865-2020-09477. It was reported that the patient presented to emergency room after experiencing nausea and vomiting. It was noted that the incision was red. Upon opening the pocket, pus was noted. Blood cultures were performed and revealed staphylococcus aureus. The entire system including the implantable cardioverter defibrillator, the right atrial, right ventricle and left ventricle leads was explanted. The patient was in stable condition before, during and after the procedure.